Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023. One cardiomems patient electronic system was received for evaluation. External visual inspection of returned material revealed frayed and exposed wires of right ang ext cable. A review of the device history record was performed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformance's were identified that are related to the reported issue was found.

Event description:
The patient reported exposed and frayed wires of the power extension cable. The patient electronic unit was replaced and there were no adverse consequences reported by the patient.